Event description:
It was reported that a safety strap became loose on a rha450-1 patient lift during transfer causing the patient to fall. Unspecified injury. The invacare rha450-1 patient lift was being used with a non-invacare sling. Page 7 of the owner manual states a warning: "invacare products are specifically designed and manufactured for use in conjunction with invacare accessories. Accessories designed by other manufacturers have not been tested by invacare and are not recommended for use with invacare products". Also stated, "invacare slings and patient lift accessories are specifically designed to be used in conjunction with invacare patient lifts. Slings and accessories designed by other manufacturers are not to be utilized as a component of invacare¿s patient lift system". New information obtained on 01/06/2015 - end user sustained a broken leg.

Manufacturer narrative:
(B)(4) - 01/22/2015 - - initial mfg report # 1525712-2014-07078 was submitted to the FDA on (B)(4) 2014. Additional information was been obtained on 01/06/2015 for the report but due to invacare's updated trackwise system a normal follow-up report could not be transmitted through normal channels.